Event description:
Reportedly, on (B)(6) 2026, a re-intervention was performed for a pacemaker replacement due to a battery exchange. During the intervention, noise was detected during the measurement of the petite 52erb (s/n: (B)(6), and oversensing was observed in both unipolar and bipolar configurations. The petite 52erb was capped and left in the body, and an additional competitor¿s lead was implanted. Although no issues were identified in the petite 52erb impedance in the measurements taken during the intervention, in the measurements obtained during outpatient visits, or in the trend data, ventricular oversensing was nevertheless recorded in the arrhythmia episodes.